Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed failed battery. Blood glucose value was unknown at the time of the incident. The customer has tried eight batteries. The insulin pump alarmed replace battery now. Customer was unable to complete troubleshooting as they were out of new batteries. The customer was advised to call back once they have new batteries to try with the device. The insulin pump will not be returned for analysis.